Manufacturer narrative:
Concomitant products: product ID: d224trk ICD, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead fractured and delivered inappropriate shocks. The lead was oversensing and had multiple short v-v intervals in one day. The lead also had high pacing impedance and r wave sensing was diminished. The patient was hospitalized and the lead was programmed to the lowest output and all implantable cardioverter defibrillator (ICD) therapies were turned off. It was noted that the patient was taking part in (B)(6). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead also had noise and high pacing thresholds. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.